Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support, the customer successfully loaded a new cartridge and resumed insulin therapy. On going trouble shooting resulted in the pump being replaced. The customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.